Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer reported that the instruments felt stiff on all arms and axes of motion. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors in the logs. The tse recommended reseating the sterile adapters and instruments. The tse also recommended performing a hard power cycle on the system. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon converted to laparoscopic surgery due to the arm stiffness that could not be resolved. The patient tolerated the change, and there was no harm or injury to the patient. There was no increase in ports.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the reported problem. However, the fse did perform a sine cycle on all arms and master tool manipulators (mtm). The fse found no errors during the field evaluation. The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse reviewed the reported condition performing a sine cycle on all system universal surgical manipulators (usm)s. There were no errors found. The complaint was not confirmed based on the field evaluation. Isi reviewed the site¿s complaint history, which as of 11/07/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of system log report was performed. Per the review, the following was confirmed: system serial number, event date, console surgeon and procedure name/category. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse performed a sine cycle on system usms finding no errors. The fse's service visit did not reveal any issues related to the customer reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.